Manufacturer narrative:
H3: 81 other ¿ at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet.please refer to (B)(4), for the other incident involving csc208-catheter 8fr closed 50/cs. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the csc110 catheter 10fr closed 50/cs and csc208 catheter 8fr closed 50/cs seems bend on the way through the et tube forcing the clinicians to disconnect the patient. There are no information on patient outcome.